Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: a review of the pump black box revealed no evidence of cs 162 no low warnings. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was within specifications. The pump was exercised for 24 hours with no loss of primes occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.